Event description:
Pt called for technical assistance but mentioned that she had been seen in ER on morning of 10/03/99 for low blood glucose. Pt received glucagon and juice in ER. She realized low blood glucose was caused by user error. Pt removed adapter cap, removed cartridge and piston rod, then re-established connection to pump while infusion set was still connected to infusion site. User error caused the event. Pump not returned.